Manufacturer narrative:
The product was not returned by the customer for investigation. The coronary sinus perforation was assumed to be caused by a st. Jude medical quad supreme catheter. It was later found that there was no perforation and the patient died as a result of spontaneous liver bleeding secondary to coumadin usage.

Event description:
The case was scheduled as an a-fib ablation but the patient arrived in flutter and the physician wanted to burn a right isthmus flutter line prior to proceeding to the left atrium. It was reported that towards the end of the case, the patient had a low blood pressure and began coding. The doctor believed that he had perforated the coronary sinus which led to pericardial effusion. A pericardialcentesis and CPR was performed until the patient regained their own blood pressure and stable rhythm. The event was attributed to the use of st. Jude medical quad supreme catheter and was not related to bwi product. After the autopsy, the coroner found no evidence of coronary sinus perforation or any trauma to the heart of any kind. It was a belief of the doctors that the coronary sinus was perforated. Resuscitation efforts caused the fluid to form around the heart. The patient died as a result of a spontaneous bleeding from the liver secondary to coumadin usage which could have happened anytime and was not a result of the procedure.